Event description:
It was reported that the customer had high blood glucose levels of 288 mg/dl. The customer reported a motor error from the insulin pump during bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform excessive no delivery or occlusion tests due to the prime anomaly. The motor was tested outside the device and passed. The pump was received with a missing end cap sticker, minor scratches on the lcd window, and a cracked belt clip slot.